Event description:
It was reported the device battery depleted prematurely. The device was removed and replaced. It was later reported the ventricular lead had dislodged. It was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Event description:
It was reported the device battery depleted prematurely. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.